Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they were feeling low while the cgm was displaying 6.8 mmol/l and the bg meter was reading 2.0 mmol/l. They drank (B)(6) and ate candy and felt fine after. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The reported allegation falls within the d zone of the parkes error grid. The data investigation confirms values that fall within the c zone of the parkes error grid. No additional event or patient information is available.